Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "noise" could not be confirmed. However, during service and repair, device failures were found, but were not related to the reported event. If add'l info is rec'd, a supplemental report will be submitted.

Event description:
Report rec'd from the USA stating that the device had a "high pitched noise" coming from the drill during surgery. There was no pt/user injury or medical intervention reported. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.